Event description:
It was reported the system had no display on the control panel and no motorized movement. This situation resulted in a loss of motorization and likely a shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.